Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side "axillary lymph node growth", "suggestive of contracture", and "probable collapse". Device remains implanted.

Manufacturer narrative:
The events of capsular contracture and lymphadenopathy are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: lymphadenopathy, capsular contracture and rupture.

Event description:
Healthcare professional reported left side "axillary lymph node growth", "suggestive of contracture", and "probable collapse". Device remains implanted.